Event description:
It was reported an over infusion of (tpn) total parenteral infusion. At 2103, tpn was programmed to infuse for twenty-four hours at a rate of 13.5ml/hour. The customer states: "the intended (vtbi) was 27ml every two hours, we only program two hours at a time". The total bag volume was 347ml. After approximately seven hours of infusing, the clinician noted the tpn bag was empty. The patient was monitored for adverse reactions but remained stable. This was a routine order programmed manually using the guardrail drug library. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, c19 - no device problem found, d14 - no problem detected. Additional information: manufacturer narrative. Note that imdrf annex a1801, c0601, d15 and g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion of total parenteral nutrition was not confirmed or replicated during the investigation. The returned device and logs were fully evaluated, and no anomalies were observed during laboratory testing laboratory test results performed showed no signs of unregulated flow, however, previous investigation have shown that third party bezel assemblies can cause rate inaccuracies to occur. Inspection of the suspect pump module found the bezel assembly and rear case to be third-party parts made by elite biomedical solutions. The customer provided an event date and time of 23 july 2024 at 9'03 pm. On (B)(6) 2024 at 10.48 pm, the user selected guardrails IV drugs and programmed a primary infusion of total parenteral nutrition ¿tpn" for a drugld=189 with a rate of 16 5ml/hr and a volume to be infused (vtbi) of 33ml the infusion was started. On (B)(6) 2024 at 10'39 am, the pump module was selected, and the user updated the rate to 13 5ml/hr and the vtbi to 27ml. The user then started the infusion and the infusion completed as scheduled. On (B)(6) 2024 between 9:03 pm and 9.51 pm, the pump module was selected, and the user updated the vtbi to 27ml two times. The user then started the infusion after every vtbi change. From (B)(6) 2024 to (B)(6) 2024, between 11:54 pm and 1:57 am, the pump module was selected, and the user then restored the previous infusion two times each for a rate of 13.5ml/hr with a vtbi of 27ml. The infusion was restarted after every restored rate. At 3:54 am, the pump module alarmed for ¿air in line¿¿, and for ¿door opened". The user then restarted the infusion. At 4:00 am, the pump module alarmed for ¿air in line". At 4:04 am, the pump module was channeled off. At 4'08 am, the unit was removed. No further infusions were noted on this day. The total primary volume infused for the four programmed primary infusion was calculated to be 91 219ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Facilities have been informed by the third-party parts notice, dated 07 february 2022, that only original bd parts and components are to be used in any maintenance, repair, or use with bd devices. Bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties and strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise. Inspection and testing of the incident administration set observed no leaks. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12 1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820 198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly and retorque all screws to specifications. Please replace bezel and charge to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported over infusion was not identified during the investigation. Previous investigation have shown that third party bezel assemblies can cause rate inaccuracies to occur.

Event description:
It was reported an over infusion of (tpn) total parenteral infusion. At 2103, tpn was programmed to infuse for twenty-four hours at a rate of 13.5ml/hour. The customer states: "the intended (vtbi) was 27ml every two hours, we only program two hours at a time". The total bag volume was 347ml. After approximately seven hours of infusing, the clinician noted the tpn bag was empty. The patient was monitored for adverse reactions but remained stable. This was a routine order programmed manually using the guardrail drug library. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of (tpn) total parenteral infusion. At 2103, tpn was programmed to infuse for twenty-four hours at a rate of 13.5ml/hour. The customer states: "the intended (vtbi) was 27ml every two hours, we only program two hours at a time". The total bag volume was 347ml. After approximately seven hours of infusing, the clinician noted the tpn bag was empty. The patient was monitored for adverse reactions but remained stable. This was a routine order programmed manually using the guardrail drug library. There was patient involvement but no harm.